Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28 mm annuloplasty band was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this 28mm annuloplasty band was implanted and explanted during the same procedure. The device was explanted as it failed to repair the issue. The device will not be returned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.